Event description:
During an atrial fibrillation procedure, the tip of the catheter broke apart. The catheter was exchanged, and the procedure was successfully completed with no adverse consequences for the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.